Event description:
It was reported that a nurse trained in the use of the starclose se device attempted arteriotomy closure of the right common femoral artery after a diagnostic procedure. Reportedly, during thumb advancing, resistance was met two thirds of the way down. The thumb advancer was depressed completely by a second nurse, who is also trained in the use of the starclose se device. Hemostasis was achieved with the device. However, after the device was removed, presence of tissue was observed at the bottom end of the device. There was no reported adverse patient sequela. Though requested, additional information was not provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was not identified;therefore, a device history record review could not be performed.(B)(4). For use against resistance.